Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - chronic pelvic') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), uterine haemorrhage ("blood clots / blood clots in my uterus"), abdominal pain ("chronic abdominal pain"), adnexa uteri pain ("pain in right and left side ovaries") and vulvovaginal pain ("vaginal pain") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, adnexa uteri pain, vulvovaginal pain and oophorectomy outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, genital haemorrhage, oophorectomy, pelvic pain, uterine haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure removed? Yes. (Type of surgery/procedure not provided). Discrepancy noted in essure insertion date (B)(6) 2017 and 2010. Received treatment for pelvic pain, abdominal pain, gen. Abnorm. Bleed, blood clots. Date(s) of insertion: (B)(6) 2012 (discrepancy noted- as per pif). Most recent follow-up information incorporated above includes: on 14-jul-2020: pif received- new event oophorectomy was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - chronic pelvic') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), uterine haemorrhage ("blood clots / blood clots in my uterus"), abdominal pain ("chronic abdominal pain"), adnexa uteri pain ("pain in right and left side ovaries") and vulvovaginal pain ("vaginal pain") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, adnexa uteri pain, vulvovaginal pain and oophorectomy outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, genital haemorrhage, oophorectomy, pelvic pain, uterine haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure removed? Yes. (Type of surgery/procedure not provided). Discrepancy noted in essure insertion date (B)(6) 2017 and 2010. Received treatment for pelvic pain, abdominal pain, gen. Abnorm. Bleed, blood clots. Date(s) of insertion: (B)(6) 2012 (discrepancy noted- as per pif). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - chronic pelvic'), genital haemorrhage ('gen. Abnorm. Bleed') and uterine haemorrhage ('blood clots / blood clots in my uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), adnexa uteri pain ("pain in right and left side ovaries") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, adnexa uteri pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, genital haemorrhage, pelvic pain, uterine haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure removed? Yes. (Type of surgery/procedure not provided). Discrepancy noted in essure insertion date (B)(6) 2017 and 2010. Received treatment for pelvic pain, abdominal pain, gen. Abnorm. Bleed, blood clots. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received. New reporter added. New events: pain in ovaries, vaginal pain were added. Event coding updated from thrombosis to uterine hemorrhage. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - chronic pelvic'), genital haemorrhage ('gen. Abnorm. Bleed') and thrombosis ('blood clots') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant) and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, thrombosis and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and thrombosis to be related to essure. The reporter commented: essure removed? Yes. (Type of surgery/procedure not provided). Discrepancy noted in essure insertion date (B)(6) 2017. Received treatment for pelvic pain, abdominal pain, gen. Abnorm. Bleed, blood clots. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Previously reported event injury nos was removed. New event pain chronic pelvic, chronic abdominal pain, gen. Abnorm. Bleed, thrombosis nos were added. Product information indication and removal details were added. Patient information date of birth was added. Consumer address was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.